Event description:
The patient reported that she had a "nerve stroke" around the same time her implant stopped working. No patient symptoms or treatment details were reported. No patient outcome was reported. Multiple attempts have been made to gather information from the hcp including a telephone conversation and a written letter. No additional information has been received from the hcp as of the date of this report. A follow-up report will be sent if additional information is received. See manufacturer's report#: 3004209178200702510.